Manufacturer narrative:
The product reportedly involved in the event described has not yet been sent to the manufacturer for investigation. Further information and the sending of the product were requested from the reporter. Based on the information available, and as the product is not available for investigation, no definitive statement can be made regarding the cause of the adverse event. If new information arises or the product is available for investigation, any new findings and investigation results will be presented in a follow-up report.

Event description:
Distributor informed us on (B)(6) that one of our products was involved in a case, in which the treated patient sustained a laceration.

Manufacturer narrative:
At the time of the initial report, the product(s) in question had not yet arrived at the manufacturer's service site for inspection. The initial report therefore only contained the description of the incident provided by the customer with reference to the item reportedly involved (swivel adapter with item number 3002-00, s/n (B)(6). After careful examination, no deviations were found in any of the devices sent in that could have caused or contributed to the incident described. The only deviation that could be identified on the skull clamp sent in (device for fixing the patient's skull) is the visible wear on the threaded insert (helicoil) at the interface to the torque screw of the product mentioned in section b6 of this report. However, this deviation cannot have caused or contributed to the reported incident. Based on the available reports and the overall investigation results, no causal link can be established between any of the devices sent in and the incident described. Therefore, there is no indication that one or more of the submitted devices contributed to the MDR reportable event or malfunctioned. Our experience is, that the pinning technique is a major factor in terms of the occurrence probability of slippages. We refer to our corresponding recommendations described the product's instruction manual (secure the patient's head to the skull clamp): "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline." Based on the findings since the initial reporting of this incident, the receipt of the products and the findings of the investigation conducted, additional or new information has been added/corrected in the following fields in this follow-up report: